Event description:
It was reported that occlusion alarms occurred. System check was started with tandem customer technical support (cts) however customer declined to complete the check and declined follow up from cts. Customer cleared the alarm and reported that the pump supplies would be changed. Customer's blood glucose was 187 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.